Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were two incidents, both occurred during the same procedure of lung wedge resection. The reporter was unable to provide the lot numbers. The instrument was inspected prior to use and it was fine before starting the procedure. The jaws did not come in contact with a clip, suture stapler or any other metal objects and were not immersed in liquid or contaminated by carbonized tissue. There was not any unexpected bleeding and there were no fragments that fell inside the patient's anatomy. The distributor tried to obtain information from the hospital but was unable to gather additional information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to pass the recognition and engagement tests when placed on the system. The instrument cord was successfully inserted into the bipolar port of the generator. The white led light illuminated from the generator indicating the instrument was recognized for energy delivery. The instrument moved intuitively. All proper audible tones occurred when pedals were activated for cut electrode/sealing. All ceramic dots were present. No issues with energy delivery. The electrical continuity test also passed. Also, the grip force test was performed on grips as additional testing, and measurements passed. Electrode gap test also passed. Advanced failure analysis(afa) was performed and initial fa was confirmed. No issues were seen during in-house testing. E-100 logs showed qty 4 seal events, qty 69 transect events with qty 4 high initial starting impedance errors. This could likely be due to the user trying to seal/cut too much tissue because of which they complain about not being able to cut or coagulate correctly. No other errors were seen in the logs. The instrument was used for about 14 minutes.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the synchoseal instrument did not deliver the energy needed for the procedure. The surgeon could not cut or coagulate the tissue correctly. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.